Event description:
The patient was admitted for a procedure in 2009 with a lesion in the mid left anterior descending branch. The lesion was de novo, concentric and approximately 25mm in length. The vessel was 2.57mm in diameter. The lesion was pre-dilated at 10 atm. Then a 2.5 x 28mm cypher stent was implanted at 20 atm. The stent was post-dilated at 20 atm. The residual percentage of stenosis was 0% and timi flow was grade 3. Three days post index procedure, the patient complained of chest pain and visited the hospital. Coronary angiography was conducted because st elevation was confirmed, and thrombus was observed from the proximal edge to inside the cypher implanted in the target lesion. The thrombus was treated with aspiration and balloon angioplasty. An abnormal ECG was diagnosed and thrombus was still observed via coronary angiography. Therefore, a 2.5 x 18mm cypher stent was additionally implanted inside of the proximal portion of the previously implanted stent. The physician commented that the possible cause of the thrombotic event was that the patient might have been resistant to clopidogrel sulfate by his constitution, and the stent may have been under-dilated. The patient's medications included the following: aspirin, clopidogrel, cilostazol, heparin and nicorandil.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.